Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was heavily worn and partly torn. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the reported event might be the following: ultrasonic output was performed while the tissue was gripped by the tip of the grip. The probe and the tissue pad come into contact with each other on the rear end side of the grip, and the tissue pad wears violently. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a respiratory procedure using the subject device, the tissue pad was damaged(worn). There were no fallen fragments inside the patient. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On may 17, 2021, olympus medical systems corp. (Omsc) found that the tissue pad was heavily worn.